Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via manufacturer representative that the distal tip/head and inner cutter of the blade was broken during use in a procedure. There were some fragments that fell off and were removed by grasping forceps. They just started to use the new blade. There was no patient impact.